Manufacturer narrative:
H6; code 100/400: clamp arm bent. Based on the inquiry info received, the visual and functional testing, it was found thatthe clamp arm was bent, causing the clamp arm not to close completely. This may have caused the reported incident. No concluision could be reached as to what may have caused the clamp arm to be bent. The mfg site has been made aware of this incident.

Event description:
The device was used during a laparoscopic proctrectomy procedure. It was reported by the affiliate that the surgeon used the lcs17 with level 3-5 mode for the vessel, but bleeding did not stop. The surgeon placed clips for the hemostases and the case was finished without incident. There was no pt consequence.